Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
: It was reported that the customer went to the emergency room with a blood glucose (bg) level of 480 mg/dl. Cause was not known. The customer was treated with ¿IV¿. Which resolved the issue, and the customer was released the same day with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.